Event description:
It was reported that during a rotator cuff repair surgery the jaw of the device jammed during first use. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. -complaint allegation is confirmed. -upon visual inspection no issues with the device were found. -functional testing was performed, and it was noted that the jaws of the fastpass scorpion, sl-mf do not close all the way. This is a known manufacturing issue addressed in a CAPA.